Event description:
It is reported that the patient started experiencing skin slough 15 days post-op. Ultimately, device was removed and spacer instead. Device was implanted in 2007 and revised the following year.

Manufacturer narrative:
Other devices used: catalog #00598801015, nexgen complete knee solution stem extension straight, lot # unknown; catalog # 00588000400, nexgen complete knee solution rotating hinge knee tibial component, lot # unknown; catalog #00588005012, nexgen complete knee solution rotating hinge knee articular surface with hinge post extension, lot # unknown catalog #00588005012, nexgen complete knee solution all poly patella, lot # unknown was manufactured at zimmer. Manufacturing in another country. Evaluation summary: the product was not returned, nor were the x-rays available for review. The lot numbers are unknown. The cause of the skin slough and ultimate removal of the device can not be determined due to insufficient information. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required or retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.